Manufacturer narrative:
The device has not been returned to the manufacturer.

Event description:
It was reported that the valve did not function correctly. No flow of cerebrospinal fluid was visible on the CT.